Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug. As alleged, the patient is making a claim for an adverse patient outcome against the perfix plug. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug. As alleged, the patient is making a claim for an adverse patient outcome against the perfix plug. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿patient had a large internal ring defect. A large moderate sized perfix plug was sutured, and a patch was also placed at the rectus abdominis muscle to the pubic tubercle laterally to the shelving unit of the poupart¿s ligament and medially to the conjoint tendon using suture.¿ (B)(6) 2014 - patient had suture granuloma thereby underwent removal of suture. (B)(6) 2015 - patient had incapacitating pain thereby underwent open repair with the removal of mesh. Per operative notes, ¿adhesions were taken down. The mesh around the testicle were freed up and almost a fingernail size mesh at the internal ring densely adherent were divided. The edge of the perfix plug was dissected free from the underlying retroperitoneal structures. There was an open hernia with bowel was reduced. All of the mesh was removed and shouldice repair was done. The fistula tract around suture were also excised.¿ attorney alleged that the patient had adhesions, infection, loss of testicle and pain. Rashes, leg pain, groin pain, testicular pain, constipation, nausea, joint aches and pains, abnormal sweating and granuloma.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 years, 11 months post implant of perfix plug, patient was diagnosed with fistula, abscess, adhesions, inflammation, fibrosis and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists fistula, adhesions and inflammation as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-may-2012) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.